Manufacturer narrative:
As reported by the (B)(4) study the patient experienced a peri procedural myocardial infarction. The patient is a (B)(6) man with a history of three pcis, most recently (B)(6) 2007 in the target vessel, dyslipidemia, hypertension, and smoking who presented with ccs class iii angina, an 80% stenosis in the proximal circumflex (cx) and an 80% stenosis in the mid left anterior descending artery (lad). On (B)(6) 2010, the patient underwent the index procedure with treatment of two target lesions and one non-target lesion. The first target lesion in the proximal cx was treated with placement of one cypher ((B)(4)/ lot 15120197) study stent. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the mid lad was treated with placement of one cypher ((B)(4)/ lot 15109748) study stent. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The 1st diagonal vessel had a 90% stenosis and was successfully treated with balloon angioplasty. The procedure was uncomplicated. At the beginning of the procedure, on (B)(6) 2010 at 13:40, the ck was 76 (nl 269, ratio <1), the ckmb was 1.6 (nl 4.0, ratio <1) and the troponin I was 0.01 (nl 0.04, ratio <1). Post-procedure, on (B)(6) 2010 at 23:00, the ck was 105 (ratio <1), the ckmb was 5.4 (nl 4, ratio 1.35) and the troponin I was 0.38 (nl 0.04, ratio 9.5). On (B)(6) 2010 at 14:00, the ck was 179 (ratio <1), the ckmb was 10.2 (nl 4, ratio 2.55) and the troponin I was 1.31 (nl 0.04, ratio 32.75). The ECG core lab reported no new st-t wave. The site reported no post-procedure complications. The patient was discharged the next day on dual antiplatelet therapy. The cec adjudication committee reviewed the procedural information and agreed that the patient had suffered a peri-procedural myocardial infarction related to the study stents and procedure. The stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00350 and 3003742446-2012-00351.

Event description:
As reported by the (B)(4) study the patient experienced a peri procedural myocardial infarction. The patient is a (B)(6) man with a history of three pcis, most recent in (B)(6) 2007 in the target vessel, dyslipidemia, hypertension, and smoking who presented with ccs class iii angina, an 80% stenosis in the proximal circumflex (cx) and an 80% stenosis in the mid left anterior descending artery (lad). On (B)(6) 2010, the patient underwent the index procedure with treatment of two target lesions and one non-target lesion. The first target lesion in the proximal cx was treated with placement of one cypher (cxs13300/ lot 15120197) study stent. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the mid lad was treated with placement of one cypher (cxs18260/ lot 15109748) study stent. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The 1st diagonal vessel had a 90% stenosis and was successfully treated with balloon angioplasty. The procedure was uncomplicated. The site reported no post-procedure complications. The patient was discharged the next day on dual antiplatelet therapy. The cec adjudication committee reviewed the procedural information and agreed that the patient had suffered a peri-procedural myocardial infarction related to the study stents and procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2012-00350 and 3003742446-2012-00351.